Event description:
It was reported that a hole observed in the probe cover when it was handed off into the sterile field. No infection or patient injury or infection was reported.

Event description:
It was reported that a hole was observed in the probe cover when it was handed off into the sterile field. No infection or patient injury was reported.